Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. The physician advanced the 2.50x12mm taxus express2 drug eluting stent to the circumflex (cx), but the shaft of the stent delivery system broke outside the body. Another of the same size taxus stent was used to successfully complete the procedure. There were no patient complications reported and the patient condition is listed as fine. Further information has been requested, but has not been received.